Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused. The expected infusion time was 46 hours, however, the actual infusion took 36 hours to complete. The device had been filled with 60ml 5-flurouracil in 170ml 0.9% sodium chloride to a total fill volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.